Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion was noted normal.

Event description:
It was reported that approximately forty two months post device implant there was indication of premature battery depletion. Consequently the device was explanted. No patient complications have been reported as a result of this event.